Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates troubleshooting was unable to resolve the issue.

Event description:
It was reported that the patients ipg became inoperable and the ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of estimated.